Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, de novo lesion in the anterior descending artery. The 3.0x28mm xience sierra stent delivery system (sds) met resistance when attempting to cross to the target lesion. Due to the resistance, the sds was removed to further dilate the lesion. After removal of the sds, the stent was inspected microscopically and it was noted that one of the stent rods had dislodged from the balloon. Another xience sierra stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported dislodged or dislocated stent was unable to be confirmed; however there was noted flared stent struts. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Interaction with the heavily calcified anatomy and/or other devices resulted in the noted flared stent. The reported dislodged or dislocated stent was not confirmed. The noted collapsed inner/outer member and kink on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.na